Manufacturer narrative:
The ge service rep performed an onsite investigation. The high voltage tank, the snubbers and the snubber insulators were replaced. The generator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimator blade would not open. No pt injury was reported.